Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that two years after being implanted, this pacemaker could not be interrogated. Additionally, there was no pacing when the magnet was applied. As a result, a revision procedure was scheduled and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted the device had no telemetry. The device battery monitoring voltage was 1.247 volts. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. As a result, the clinical observation was confirmed.